Event description:
New information states that the device was explanted. The patient recovered and was discharged.

Manufacturer narrative:
The reported event of reset was confirmed in the lab. Review of the device image showed the device had entered bvvi mode due to a power-on-reset that occurred during a high voltage delivery. The reset could not be reproduced in the laboratory; hence the root cause of the anomaly could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with two appropriate discharge events on (B)(6) 2020, and returned to the hospital for follow-up on (B)(6) 2020. At this time, ICD was converted into backup mode, and tachycardia treatment was paused. According to the patient's reaction, there was no electrosurgical operation, exposure to a strong magnetic field, strong electric field, and other special environments before. The device was inactivated. Device replacement was discussed. The patient is currently in an unstable condition due to recurrent arrhythmias.